Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y gastric bypass. According to the reporter: dr (B)(6) was using the endostitch and the suture on the device snapped when he was cinching down his knot. It happened twice when over sewing the gastric j. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 mins. There was no tissue damage.